Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
During a baxter evaluation, it was found that a pump alarmed for a false downstream occlusion. There was no patient involvement.